Event description:
A malfunction involving a quickie q7 was reported to sunrise medical on (B)(6) 2013. The dealer reported that the end user was inside of his home propelling in his wheelchair when the right backrest bracket broke. There were no reports of injury due to this malfunction.

Manufacturer narrative:
Sunrise medical sent (B)(4) a replacement backrest kit under warranty on (B)(4) 2013. (B)(4) will be making the necessary repairs to the end user's wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.